Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. DHR review was completed. Part number: 03.010.523; synthes lot number: 8718709; manufacturing date/release to warehouse date: 27 feb 2014; manufacturing site: (B)(4). The device history record shows this lot of (B)(4) pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional / packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as the relevant subcomponent 60020489 is not lot tracked. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) observed confirmed the threaded tip of the driving cap was found to be broken transversely at the most proximal thread form and the distal portion is lodged in the returned concomitant insertion handle. The lodged piece was not able to be disassembled from the concomitant device. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. The given condition of the device is consistent with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: drawing review: relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): top-level. The given device is manufactured to drawing. Design changes where the acceptable hardness range was updated, changed the hardness range from 40-47 hrc to a minimum hardness of 423 hv10 as the thread hardness was determined to be insufficient at the threaded portions for devices. As this device was manufactured prior to the change being implemented per given lot number, it is possible that the given device material would have contributed to complaint condition. However, actions implemented were found to address the given complaint condition. Accurate dimensional inspection at the broken thread portion was not able to be performed as the device thread was broken half way between its major and minor diameter of threads and therefore the exact minor/major thread diameter were not able to be captured. Furthermore dimensional analysis on the other half of broken tip is not possible because the broken off threaded tip is lodged inside the returned concomitant insertion handle and cannot be accessed. However, dimensional analysis performed on the region proximal to threaded portion measured 6.00 mm that falls within the specifications of 5.9 mm to 6.1 mm and tolerance specified. Lot number review: the returned complaint device was manufactured in february 2014 and is over 4 years old. The device history record shows this lot of (B)(4) pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional / packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore,only top level of the device history record reviewed as the relevant sub-component 60020489 is not lot tracked. However upon visual inspection,the material surface at the fracture site appeared homogeneous. Conclusion: while it is also possible that the driving cap was struck with excessive force or off-axis which caused the device to break in the threaded region. A definitive root cause for the given complaint condition could not be determined from the provided information. Further investigation including risk assessment will not be conducted in this complaint as it was addressed. Also, during the investigation no unidentified issues were found. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of the threaded driving cap broke off inside the radiolucent insertion handle. Issue occurred in sterile processing as the devices were being taken apart after a case. No patient or surgical involvement. Concomitant device reported: radiolucent insertion handle (03.010.486, lot 87035821, quantity 1). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).